Event description:
It was reported during the procedure the tube of the irrigation port near the base of the handle broke. The catheter was replaced and the procedure completed without further issue.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted. Date report submitted to FDA by manufacturer: (B)(4) 2011. Date the initial reporter provided the information to the manufacturer: (B)(4) 2011.